Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. (B)(4) report history shows data for insulin pump activity from (B)(6) 2016. However, it also shows data up to date and shows current activity. The insulin pump was monitored for several days with no time or date anomaly noted during testing. The insulin pump was monitored and several boluses were delivered, all bolus were recorded in the (B)(4) report file. The unit communicated properly and recorded the 62 mg/dl value properly from glucose meter. All glucose meter results were recorded properly at the insulin pump history and found at the (B)(4) history report. No history anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had history anomaly on their device. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.